Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. Reporter states that device would not power on ac power. There was no patient involved with the reported incident.